Event description:
It was reported that during a laparoscopic wedge resection, some unformed staples fell into the thoracic cavity. This incident was found just before leak test. The fallen staples were retrieved with a tweezers. There was no leak at the leak test, but additional suture was performed just in case. The doctor commented that there was no unexpected resistance while firing. It was unknown which firing of the device this event occurred on. Therefore, it was unknown which cartridge the fallen staples were from. Each cartridge was loaded into sc45a. At the second firing, the device was fired across an existing staple line. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). The analysis results showed that three ecr45d and one ecr45b reload were received fully fired. The returned reloads were noted to be in good condition; no anomalies were noted. No testing could be performed due to the returned condition of the cartridges. It should be noted that a 100% inspections takes place during manufacturing to ensure the cartridges meets the require specifications; (B)(4). Batch: g51v02 manufacturing date: 12/9/2010 product exp. Date: 11/9/2015 a batch record review was performed and no anomalies were found during the manufacturing process. Batch: h52v86 manufacturing date: 9/12/2011 product exp. Date: 8/12/2016 a batch record review was performed and no anomalies were found during the manufacturing process.